Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an ischemic ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. At the end of the procedure, a pericardial effusion was noticed to have grown larger in size. The physician noticed a small effusion at baseline at the beginning of the procedure so the physician kept monitoring baseline throughout the procedure for changes. At the end of the procedure, the physician noted the effusion had became larger and confirmed it on ice. The physician felt that no single thing that occurred during the procedure would have caused the pericardial effusion to have become larger. The medical intervention provided was a pericardiocentesis and 250 ml of fluid was removed. The patient was reported to be in stable condition. It was also reported that the carto 3 system displayed a magnetic distortion error (code unknown) when the catheter was plugged into the patient interface unit (piu). Caller stated the tip was steady but the shaft of the catheter was seen bouncing around on the carto 3 system. Caller confirmed no metal had been introduced into the field. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. The magnetic distortion error is not MDR-reportable. However, since the cardiac tamponade is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that an unknown patient underwent an ischemic ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. At the end of the procedure, a pericardial effusion was noticed to have grown larger in size. The physician noticed a small effusion at baseline at the beginning of the procedure so the physician kept monitoring baseline throughout the procedure for changes. At the end of the procedure, the physician noted the effusion had became larger and confirmed it on ice. The physician felt that no single thing that occurred during the procedure would have caused the pericardial effusion to have become larger. The medical intervention provided was a pericardiocentesis and 250 ml of fluid was removed. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic and temperature features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. The device was connected to the carto 3 system and error 106 appeared due to an open circuit on the tip area. Mre review: a manufacturing record evaluation was performed for the finished device 30537554m lot number, and no internal action related to the complaint was found during the review. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Error 106 is not related to the complaint since no errors were reported by the customer; it could be related to the shipping process. In addition, the physician reported no error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 22-jun-2021, bwi received additional information regarding the event. Additional information: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: bwi product malfunction, procedure, patient in vt and patient condition. A pericardiocentesis was performed. The was reported as fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Transseptal puncture was not performed. Prior to noting the CT ablation was performed. There was no evidence of a steam pop. The event occurred during: mapping/ablation. Irrigated catheter was used in the event and the flow setting: per stsf instructions for use (IFU). The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features were used: graph, vector, visitag. The visitag module was used and the parameters for stability used: fti 0-400 gs. 2mm and additional filter used: 3g/ 25%, 3 sec, 2.5 mm. On 3-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).